Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call experiencing unexpected restart, a cold reset was performed. The customer's blood glucose at the time of the incident was 96 mg/dl. The customer was advised to disconnect from the insulin pump. The customer was assisted with troubleshooting. The display did not return. The customer was advised that the insulin pump will need to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.